Event description:
It was reported that during a bariatric procedure, there was a failure with the linear stapler, preventing its opening through the usual mechanism. It was necessary to use another stapler. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that one ec45 device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event described could not be confirmed as the device opened without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.